Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to replicate the reported issue with the programmer. However, the system error was found in the programmer's logs. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during follow-up the programmer screen went black with a system error. After a restart, the programmer worked normally but after a few minutes went black again. The programmer was returned for service. No patient complications have been reported as a result of this event.